Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Upon interrogation, it was noted that the implantable cardioverter defibrillator (ICD) was post paced t-wave oversensing on the ventricular channel. The programming changes were not performed at this time. The patient was in stable condition.